Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 70-year-old male in acute myocardial infarction/cardiogenic shock with hemodynamic compromise was implanted with an impella cp device for mechanical circulatory support. After placement the patient experienced bleeding at the site. Heparin was put on hold. An echocardiogram was done and showed that the impella cp was shallow and interacting with mitral valve and pap muscle. The cardiologist came to the bedside and attempted to free the impella cp from the pap muscle but was unsuccessful. The impella cp was explanted and the surgeon performed arterial repair.